Manufacturer narrative:
H.6. Investigation: 8 used 50ll samples (lot 2004351) have been received for investigation. DHR of lot 2004351 has been reviewed not finding any annotation or deviation regarding the alleged defect. Upon visual inspection of these 8 returned sample of lot 2004351, no damage or molding defect can be observed in the syringes that could cause leakage and the stopper is correctly assembled to the plunger in all of them. One sample has been received for investigation from customer of lot 2004351. Upon visual inspection of the sample it can be observed the scale mark for 50ml is partially missing and compressed. DHR of lot 2004351 has been reviewed not finding any deviation or annotation related with the alleged defect. This defect has been caused due to a failure in the trigger that guides the barrel to be correctly positioned in the moment of scale transference in the marking machine. This failure caused a misalignment causing scale resulted compressed and not completely sprinted. Two samples have been received for investigation of 50ll lot. 1909357 and lot. 1910352. Upon visual inspection of the two samples it can be observed the stopper is wrongly assembled. Since samples were received without blister, each sample cannot be identified with its lot. For this reason, DHR for lots 1909357, 1910352 and 2004351 have been reviewed. Dhrs did not showed any annotation or deviation regarding the alleged defect. No damage or molding defect can be observed in the syringe. According to sample received and according to incidence detected in incidence report, we can confirm that the root cause of the non-conformance is related with a misalignment of plunger-stopper-barrel in the assembly station.

Event description:
It was reported that 8 bd plastipak¿ luer-lok¿ syringes from lot 2004351 leaked past the plunger and 1 syringe had no scale markings. Additionally, 1 syringe from lot 1909357 and 1 from lot 1910352 had deformed stoppers. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter, translated from dutch to english: "leakage past the plunger - 6 pieces, batch number: 2004351. Leakage past the plunger - 2 pieces, batch number: 2004351. Unprinted syringe - 1 piece, batch number 2004351. Deformed rubber plunger - 2 pieces, batch number 19009357 and 1910352".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2004351, medical device expiration date: 2025-03-31, device manufacture date: 2020-04-07. Medical device lot #: 1909357, medical device expiration date: 2024-08-31, device manufacture date: 2019-09-27. Medical device lot #: 1910352, medical device expiration date: 2024-09-30, device manufacture date: 2019-10-05. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 8 bd plastipak¿ luer-lok¿ syringes from lot 2004351 leaked past the plunger and 1 syringe had no scale markings. Additionally, 1 syringe from lot 1909357 and 1 from lot 1910352 had deformed stoppers. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "leakage past the plunger - 6 pieces, batch number: 2004351; leakage past the plunger - 2 pieces, batch number: 2004351; unprinted syringe - 1 piece, batch number 2004351; deformed rubber plunger - 2 pieces, batch number 19009357 and 1910352."